Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system would not mode switch due to atrial arrhythmia falling into the blanking period, resulting in increased ventricular pacing up to the maximum tracking rate. Additionally, this device stored pacemaker mediated tachycardia (pmt) episodes, but they appeared to be atrially driven. The patient was intubated in the cardiac care unit due to exacerbated congestive heart failure (chf). This pacemaker system remains in service. No additional adverse patient effects were reported.